Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('lower pelvic pain') and autoimmune disorder ('autoimmune issues') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), autoimmune disorder (seriousness criterion medically significant) and complication of device removal ("coils still in me"). The patient was treated with surgery (she had hysterectomy in 2013 to remove the essure). At the time of the report, the pelvic pain and complication of device removal outcome was unknown. The reporter considered autoimmune disorder, complication of device removal and pelvic pain to be related to essure. The reporter commented: she had been scheduled to undergo essure removal surgery on (B)(6). Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan - on an unknown date: cyst but no coils. X-ray on an unknown date: coils still in me. ¿concerning the injuries reported in this case, the following ones were described in patients social media record: pelvic pain, autoimmune issues and complication of device removal". No lot number was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.